Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the child patient faced an event of bent cannula on (B)(6) 2025. The blood glucose level of the patient was high which was treated by correction via pump. The issue occurred on first day of use. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.